Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, force bipolar instrument was stuck into trocar. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts. The instrument moved intuitively with full range of motion in instrument was repeatedly reinstalled and retested. The instrument was removed from the system through the 8mm cannula without any issues on all 3 attempts. The instrument did not get stuck upon removal and the irk (instrument release kit) was not required upon removal. A review of logs showed no failures related to this instrument. There was no problem detected. Additionally, the instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the grip tip's conductor wire groove. A broken piece of the insulation, measuring approximately 0.040" x 0.092" was returned. There was no thermal damage or arcing damage was observed. The electrical continuity was tested and passed. A review of the instrument log was performed. Per the review, the device was used on the event date of (B)(6) 2021 on system sk4958. The force bipolar had 6 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire insulation damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.